Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the evaluation device they received from physio had an on/off button that was not functioning. There was no patient use associated with the reported event.